Event description:
Customer called to report the pump had an no delivery alarm. It was stated that the site was intact and the infusion sets were rotated properly. Insulin was clear and not expired. Lead screw is clean and the driver block was moving freely across the lead screw. Cannula was not bent when he removed it.troubleshooting was performed. Although the pump tested ok during troubleshooting, the customer requested a replacement pump.